Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phacoemulsification power was lost during a cataract procedure. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replaced a footswitch cable. The system was then tested and met all product specifications. It remains inconclusive as to whether the company service representative was able to replicate the reported event. Based on the assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).